Event description:
The customer reported to customer service that she feels that the suction on her breast pump, which she purchased in 2009, is too high. Her nipple is torn and was bleeding.

Manufacturer narrative:
During troubleshooting with the customer, customer service determined that the customer's issue may be related to breast shield sizing and sent the customer 21mm breast shields and also soft shells for use with sore nipples. They also offered the customer a 40% discount on the purchase of a new pump. In f/u with the customer, she indicated that the suction level on the pump adjusts with the knob but suction is painful even at the lowest setting. She has tried a hosp grade pump and does not experience the pain. She purchased the pump in 2009 and used it with her first child and was in pain the whole time. She thought "that it was supposed to be that way" and tolerated it. She began using the pump again with her second child at the end of (B)(6) 2012 and is experiencing the same pain. She developed a cut on her nipple which is not healing because continued breast feeding/pumping irritates it. She has seen her physician multiple times and has even consulted a lactation consultant, both of whom attribute the pain to the pump. The cuts on her nipples became infected and she was prescribed an antibiotic, which has since resolved. At the time of f/u, the customer had not yet received the 21mm breast shields and tried them to see if they resolve her issue. Subsequent attempts to contact the customer to find out if the 21mm breast shields resolved her issue were unsuccessful, including a final attempt by letter. This issue may be the result of incorrect breast shield sizing, but a definitive conclusion as to the cause of this customer's issue cannot be made. Should additional info be received, resulting in new/changed/corrected data, a f/u report will be filed.